Event description:
Maude report mw 5041113 states: I had a depuy pinnacle hip replacement using the ultimet liner. The original surgery was 2007. Within less than 1-year, I began experiencing pain and weakness in the hip. On (B)(6) 2015, I had revision surgery to replace the wear surfaces. The surgeon stated that the hip joint contained purulent fluid which he stated is typical of what he sees during revision surgery for this product. Pathology reported no infection. The inflammation is believed by the surgeon to be due to the metal-on-metal pinnacle product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. For any product information received. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.